Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had abnormal liver function tests that prompted further evaluation with imaging. It was noted that the workup was unrevealing. The patient suddenly felt ill and nauseous including symptoms of anorexia and lethargy. The patient was admitted to the hospital and underwent multiple blood and imaging studies. A liver biopsy revealed amiodarone toxicity. Amiodarone was stopped. The patient was started on antibiotics. At one point, the patient's lactate dehydrogenase (ldh) level rose and it appeared that he was hemolyzing. It was noted that the patient's anticoagulation had been reversed in order to perform the liver biopsy. The patient continued to deteriorate and failed to thrive. The patient and his family decided to opt for hospice care. The patient expired from multiorgan system failure. No additional information was received.

Manufacturer narrative:
The device was not explanted following the patient's expiration. A full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the reported hepatic dysfunction and hemolysis could not be conclusively determined. Hepatic dysfunction and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 7 months. The device is expected to be returned for analysis. It has not yet been received. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.